Event description:
It was reported that the right ventricular (rv) lead had high superior vena cava (svc) coil impedance. The lead was partially removed and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).